Event description:
An altitude alarm was reported, occurring one to two times per month since (B)(6) 2025. The customer's blood glucose level exceeded 500 mg/dl, although the specific value was unknown as it displayed "high." The customer took corrective action by administering a correction injection via mdi, and no third-party assistance was required. The customer previously changed the infusion set and cartridge to resolve past events. The insulin was not suspended due to the alarm, and the pump resumed normal operation after the cartridge replacement. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged.